Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose a month ago. The customer also reported that he lost his meter while staying at the hospital. Troubleshooting was declined. No further information was provided.